Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and fortum (1 g; route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.